Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for follow up, charge time limit reached alert was observed. After a capacitor maintenance was performed the value returned to normal. No further information is available.